Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (wont power on) was confirmed. The charger was not able to pass essential performance testing due to a missing power cable and the output plug. The root cause could not be positively identified. There was no adverse event that resulted from the damaged charger.